Event description:
The account stated that the wbc on the low control was out of range high on the cell-dyn 1700 analyzer. In addition, a pt generated a discrepant wbc result. The initial wbc value was 17.3 k/ul (normal range 4.1 - 10.9 k/ul) but upon repeat, the value was 6.0 k/ul. The high wbc result was not reported and there was no impact to pt management.

Manufacturer narrative:
The customer technical advocate verified that all reagent lines were free of crimps; syringes free of bubbles; lyse lot in date, recently opened; lyse cap intact; maintenance up to date; controls stored and handled appropriately; good bubble mix in the pre-mix cup and transducers; aperture plate and supplemental aperture plate cleaning just completed. The customer ran controls from a new box, again recovering high wbc results (low, normal and high controls) a field service representative (fsr) was displaced and found that the bubble mix tubing was clogged. The fsr cleaned the tubing and verified that controls were within specification. No parts were replaced. Labeling cell-dyn 1700 system operator's manual (03h58-01, rev d) states; a result that falls outside a laboratory action limit can indicate the need for the operator to follow a laboratory protocol, such as repeating the sample, performing a smear review, or notifying a physician. (3-23). Section 10 states if qc specimens are outside acceptable limits there may be insufficient or no dilution mixing (observe bubble mix). (Page 10-24) a review of complaint analysis trending system (cats) and trending analysis support system (tass) reports, for the period august 2007 through march 2008, did not indicate an adverse trend for the cell-dyn 1700, list 03h53-01 (which includes 03h57-01) for wbc issues. There is no systemic issue. This is the final report.